Event description:
Per the clinic, following implantation surgery, the recipient experienced persistent poor hearing performance, difficulty understanding conversations and television audio, facial nerve paralysis, severe vertigo, and gait instability. The recipient discontinued use of the device after it was determined to be non-functional. No facial nerve abnormalities were observed during the implantation surgery. The recipient was treated with antibiotics and steroids; however, it has not yet been confirmed whether these treatments were administered for device-related reasons. Subsequently, the recipient was hospitalized and underwent explantation of the device under general anesthesia on (B)(6) 2026. Additional information has been requested but has not been made available as of the date of this report.